Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that while in use the ventilator generated a check vent: blower temperature high alarm. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 27mar2019. The philips service engineer (se) inspected the device. The se could not duplicate the reported issue. However, found the error code in the ventilator diagnostic logs. The se also found the measured oxygen concentration was 64.4% when the setting was 60% at oxygen concentration accuracy test. The se replaced the flow sensor and the blower assembly to address the issue and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 15may2019. Device returned to manufacturer. A blower assembly was returned for analysis. An investigation was performed and the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.